Event description:
Continuous irrigating hematura coude catheter inserted post uroscopy and patient transferred to pacu. Catheter connect to an irrigation set. Upon arrival in pacu, it was noted that the irrigation was not dripping, the catheter was irrigated and flushed which was unsuccessful. Physician at bedside, removed catheter and replaced. It was determined that there was no outgoing hole for irrigation in the catheter.